Event description:
About 24 hrs into use of car-500 critical care nurse observed blood dripping from top of filter onto floor. Treatment was ended and all but 50cc of blood was rinsed back to pt. No medical intervention for the reported blood loss.

Manufacturer narrative:
Inspection of the returned filter confirmed a small crack in the arterial header which is likely developed over the course of the treatment following exposure to system pressures. Device history record reviews of the filter and component lot indicate all quality control acceptance criteria were met with no deviations. No other similar problems have been reported for this lot. This is considered an isolated event. Nxstage medical considers this report closed. No add'l info will be provided.